Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system would not allow fluoroscopic x-ray. There was no report of pt injury or death.